Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found damaged acoustics lens ( the probe pink rubber unit ) has a deep cut (peeled) on the surface. Gap of adhesive on the distal end was observed. Furthermore; the following findings were noted during inspection: the a-rubber has leak. The customer reported issue was confirmed. The suction cylinder was found deformed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of leakage at the distal end. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found acoustic lens surface was damaged (probe pink rubber unit) has a deep cut/peeled . A gap of adhesive on the distal end observed. This report is being submitted for damaged acoustic lens (probe pink rubber unit), gap of adhesive on the distal end observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 07-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.